Event description:
It was reported to philips that the system was unable to produce x-rays. The user performed several reboots to fix the issue. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing transcatheter aortic valve replacement (tavr) procedure, which was completed successfully with minor delay by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. The customer rebooted the system to resolve the reported issue, but the issue came back after few studies and was fixed by several reboots. Upon functional testing, the fse reviewed the system logfiles and found defective fan tray in the generator that caused the mains interface unit (miu) to overheat, because of this the x-rays were unavailable. Upon further analysis, the fse determined that the fan tray for miu in the generator was defective. To resolve the issue, the fse replaced fan set in the generator. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.